Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple intermittent low blood glucose (bg) levels that ranged from ¿low¿ on the continuous glucose monitor (specific bg value was not provided) to 42 mg/dl. Customer alleged that the control iq software was giving too much insulin; however, customer agreed that settings in the pump needed to be adjusted which contributed to the low bg. Customer required assistance consuming juice and carbohydrates to treat low bg. Recommendation was made to discuss diabetes management with a health care professional.